Event description:
The reporter stated that he had a spinal surgery procedure on (B)(6) 2011. One screw has broken at the point of entry in t9 and the other has backed out pulling and bending the rod to which it is attached resulting in extreme discomfort when attempting to lay flat or on the left side, or sit against firm back support. This occurred six months post surgery with no physical trauma to cause the damage. Integra has requested additional clinical info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.